Event description:
Procedure performed: laparoscopic sigmaresection. Event description: the sheath of the alexis tore when the doctor tried to put the cap on. No one could see why this happened. I was there for the surgery and couldn't see it either. I cleaned the product and took pictures. The hospital kept the product there - in case for investigation. Additional information received from applied medical representative via email on (B)(6)2021: neither the representative nor the surgeon noticed any instrument coming into contact with the sheath. The customer uses this device on a near daily basis, but they never experienced a damaged sheath. Type of intervention: ni. Patient status: patient is ok.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided, confirming the complainant¿s experience of a torn sheath. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic sigmaresection. Event description: the sheath of the alexis tore when the doctor tried to put the cap on. No one could see why this happened. I was there for the surgery and couldn't see it either. I cleaned the product and took pictures. The hospital kept the product there - in case for investigation. Additional information received from applied medical representative via email on 25-oct-2021: neither the representative nor the surgeon noticed any instrument coming into contact with the sheath. The customer uses this device on a near daily basis, but they never experienced a damaged sheath. Type of intervention: ni. Patient status: patient is ok.